Event description:
The facility reports "leakage of the dialysate under the close clamp" of the transfer set. This was noted in 2 sets during use with no pt injury or medical intervention reported by the complaint coordinator.